Event description:
During deployment of a 26mm sapien xt valve, the valve embolized towards the aorta and was therefore deployed in the descending aorta. Prior to the transfemoral tavr procedure, it was noted that the patient had extremely tortuous femoral arteries and descending aorta. Due to the anatomy, challenges were encountered while advancing the novaflex+ (nf+) delivery system (ds). The ds was successfully navigated through the descending aorta and valve alignment was performed. Following successful positioning of the valve, a short rapid pacing test run indicated there was still movement of the valve. The decision was made to deploy the valve under rvp, slowly, so fine adjustments could be made. During valve deployment, loss of pacing capture occurred, resulting in the partially deployed valve embolizing towards the aorta. It was decided to deploy the valve in the descending aorta and implant a second sapien xt. The valve was successfully deployed in the descending aorta; however during the preparation of a second valve, an aortogram indicated a possible dissection in the descending aorta. Dyna CT confirmed the patient had a type b aortic dissection originating in the descending aorta which extended into the ascending aorta. It was decided at that point to take the patient off the table, and to manage her blood pressure in the ICU and allow the dissection to heal. Postoperative day (pod) 2, the patient was doing well. It was perceived that loss of pacing capture likely caused the embolization of the valve towards the aorta. The cause of the aortic dissection was not determined; however, it was speculated that the dissection may have been caused by the guidewire. The patient¿s native annulus measured 23.3mm by transesophageal echocardiogram (tee). By (B)(4) report, the patient had moderate-severe native leaflet calcification.

Manufacturer narrative:
Narrative text information received from the edwards implant patient registry reported that four months post tavr, during a surgical aortic valve replacement procedure, the sapien xt valve was explanted and a 21mm carpentier edwards perimount valve was implanted.

Manufacturer narrative:
(B)(4). Per the instructions for use, device embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (loss of pacing capture during valve deployment) likely contributed to the valve embolization towards the aorta. The exact cause and timing of the aortic dissection was not determined. However, no treatment was provided for the dissection. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.